Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, when firing the device the clip ejected and could not be closed. No patient consequences were reported.